Event description:
While the dentist was working on tooth #31, the lower lip of the patient was burned.

Manufacturer narrative:
The patient was given kenalog orabase in the office and told to follow-up with neosporin at home. The doctor stated that the patient healed fine. There was a dent at 11 in the head, and the drive and chuck were bad. The debris level passed. Upon evaluation of the handpiece the doctor was informed that the dent in the head was the cause of the overheating. A two year service check was suggested for proper maintenance.